Event description:
The ICD unit involved in this MDR report was initially implanted in2007; it was re-implanted on the right side the following year, because of scheduled radiotherapy sessions. Upon an unscheduled follow-up performed seven months later, the physician observed that the on-going ventricular tachycardia was not treated; however normal behavior was restored through the interrogation of the ICD (the device was automatically re-initialized by the programmer software). Then, the arrhythmia was successfully detected and treated. Therefore the device is kept implanted.

Manufacturer narrative:
2008: this event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The device remains implanted. Analysis of follow up data is pending.